Manufacturer narrative:
(B)(4). Catalog number 062903-002 is the international list number which meets the requirements of the similar product listed in model #/lot # which is the us list number. The device involved in the event was discarded; therefore, a return sample evaluation is unable to be performed. The lot number was not provided, therefore, a batch record review could not be conducted. Aspiration pneumonia is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed. Refer to MDR 3010757606-2017-00348 for the peg tube record.

Event description:
On an unknown date, a patient in austria underwent a procedure for the placement of a naso jejunal (nj) tube. On an unknown date, the nj was removed and the patient underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube on (B)(6) 2017. Following the placement of the nj tube and peg/j system, the patient had elevated inflammation values and peritonitis was initially suspected. The patient underwent close monitoring of lab values and a CT examination of abdomen was performed; however, peritonitis could not be confirmed. On (B)(6) 2017, the patient was diagnosed with aspiration pneumonia and was treated with unspecified systemic antibiotics. Since (B)(6) 2017, the patient's condition had improved and was expected to be discharged from the clinic on (B)(6) 2017.